Event description:
A patient passed away. The customer requested help with records of alarms including acknowledgements. The customer was particularly interested in asystole events during this time period.

Manufacturer narrative:
Post incident, a philips field service engineer (fse) went onsite and completed performance testing on the involved bedside and philips information center noting both devices alarmed on command to simulated alarms. No device malfunction was alleged or occurred. The customer contacted philips to request an analysis of log files in order to better understand user actions in relation to alarms that occurred for the patient. A user silenced both the bradycardia and the asystole alarms for this patient. The device remains fully operational and in use at the customer site.